Event description:
The importer reported that a user facility reported that a patient sustained a burn at the treatment site following use of the harmony xl pro system.

Manufacturer narrative:
Clinical evaluation determined the injury to be transient, with the possibility of post-inflammatory hyperpigmentation (pih) and/or a mild, small scar. The reported skin reaction is consistent with known and anticipated adverse reactions associated with energy-based treatments. The device was requested for return to support further investigation. Multiple due diligence attempts were made to retrieve the device; however, the customer has not returned the device and it was not available for evaluation. The device production records (DHR) were reviewed and no anomalies or conditions that could have contributed to the reported event were identified. Based on the available information, the probable root cause is user error during a training session. Potential contributing factors may include failure to perform a skin test, excessive fluence or inappropriate pulse duration, pulse stacking or overlap, inadequate cooling or insufficient gel application. Although this event does not meet FDA reportability criteria, this report is being submitted in good faith. The importer also submitted report number to FDA.